Event description:
It was reported that the user experienced sustained hyperglycemia overnight while the ilet pump was dosing, received a low insulin alert, and was using contact detach infusion sets; a full supply change was performed and insulin delivery was resumed, after which blood glucose remained elevated at 292 mg/dl. Symptoms included hyperglycemia. Outcomes included no hospitalization and continuation of therapy after on-call troubleshooting and education. Investigation included review of pump dosing reports and stepwise troubleshooting, culminating in a complete infusion set and supply change. Investigation of this case revealed an unclear cause of hyperglycemia despite active dosing, with no device malfunction confirmed and potential infusion delivery interruption considered given resolution steps. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.